Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419378 implantable pacing lead, (B)(6) 2005; 694765 implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician felt the device should have lasted longer and questioned if there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.